Event description:
It was reported that on (B)(6) 2021, the rods were broken during reverse logistics audit of returned device at a third party servicer. There was no patient involvement and no additional information is available. This report is for one (1) expedium and viper 2 spine system rod, lordosed 5.5 x 120mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Additional procode: kwp, nkb, kwq, osh, mnh. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.